Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for short v-v intervals and non-sustained episodes. On the records, markers could be seen but the egm was quite small so it was difficult to certify that it was noise sensing indicating a possible fracture or interference. On the live egms, during the follow-up face to face with the patient, the markers were appearing regularly, with steady coupling, which raised doubts about the integrity lead issue. After checking the episodes registered on the device it was presumed that t- wave oversensing (twos) was the cause of the lia triggering. It was difficult to determine on the episodes but on the live egm displays, it was easier to see. The device was reprogrammed and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and rv (right ventricular) oversensing. T-wave oversensing (twos) identified in vt-ns episodes. Beginning (B)(6) 2015, v-sic up to 265, likely due to twos and simultaneous pvc (r-wave) oversensing. (B)(4).